Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) bone quality (2) drilled bone hole size (3) excessive force (4) misalignment of inserter and implant during and after insertion. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that after fixation and suturing, the medial row anchor was observed to be pulled out on the inferior surface of the supraspinatus tendon. The pulled out anchor body was cut off and the attached suture was removed. The anchor was broken. The lateral row anchor was fixed firmly, and the suture quality was satisfying. There was no delay and no patient injury reported.